Event description:
Patient revised for talar subsidences and polyethylene wear of insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.